Event description:
During the saphenous vein harvesting procedure, the hosp reported that the cone tip became detached from the shaft and broken off in the pt's leg. The tip was retrieved surgically by making an incision cut over the conical tip. The pa was able to retrieve it without any problem. All pieces were retrieved from inside the pt. No additional pt complications were reported.